Manufacturer narrative:
Additional information: h3, h6, h11. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A review of the event history log did not identify any issues that could have contributed to the reported issue. The device was tested for flow accuracy and it passed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate test. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.